Manufacturer narrative:
This supplemental report is being submitted to provide corrections, additional information, and the results of the legal manufacturer's final investigation. Updated fields: b5; d2a. Corrections: g4; h8. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the blurry image was due to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an appendage removal procedure that was completed using a similar device without any delays.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device showed blurry image. There were no reports of patient harm.